Manufacturer narrative:
This device meets or exceeds 75% of its expected longevity. There is no device malfunction therefore the ipg is no longer reportable.

Event description:
Additional information indicates that this device meets or exceeds 75% of its expected longevity. There is no device malfunction.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.